Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for six unknown 2.7mm va locking screws. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a plate and screws was performed due to suspected infection and wound dehiscence on (B)(6) 2016. The original procedure to repair a left ankle fracture was performed on (B)(6) 2016. The removed, all- intact hardware included: one (1) 2.7mm variable angle locking compression (va-lcp) lateral distal fibula plate, two (2) 3.5mm cortex screws and six (6) 2.7mm va locking screws. The procedure included irrigation and debridement, cultures collection, and stress fluoroscopy. It was determined that no additional hardware was required. The procedure was completed successfully with no harm to the patient. This report is for six (6) unknown 2.7mm va locking screws. This report is 3 of 3 for (B)(4).